Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was an in-patient and had been in the hospital for some time. The patient was set for medical-discharge but had a return of symptoms. When the patient went into the facility initially, they did not have a desktop charger (dtc) power cord for their recharger but the ins was at 75% today. The patient had a return of tremors and a couple near falls. The patient was on group c when the caller said they should be on group b. The caller asked tech services to switch the patient back to group b and would call back when the patient was awake. No further complications were reported/anticipated.